Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the right cylinder connecting tube. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned pump underwent a thorough analysis. The pump tubing was cut down to the pump block and the tubing was not returned for analysis. The pump was visually inspected, leak tested, and functionally tested. The pump passed leakage test. The pump did not pass inflation testing. Based on the information available and analysis results, analysis confirmed the reported clinical observations and the cause was traced to component failure.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the right cylinder connecting tube. No patient complications were reported.